Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000. Product type: extension: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 2000. Product type: programmer, patient: product ID 3487a, lot# j0010335v, implanted: (B)(6) 2000. Product type: lead. (B)(4).

Event description:
It was reported the patient felt overstimulation two years prior to report. It was stated that the patient turned on the device and without increasing the stimulation, it increased "by itself" and the patient had not had the device on since. Additional information was requested and if received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).